Manufacturer narrative:
The technician found the side rail would not latch close due to the latching mechanism is broken. The cause of the side rail housing breaking is unknown. Per the hill-rom user manual: applying more than 100 lb (45.5 kg) of additional outward force on a side rail while a patient is laying against it may create an unstable bed situation. Care should be taken when the patient is against the side rail and outward force is used to move the patient. Failure to do so can cause personal injury. The technician replaced the side rail to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the side rail is broken. The patient was on the bed when this was discovered. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).